Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient experienced chest pain, pericardial effusion and micro-perforation. The 'physician suspected the anticoagulation medication caused possible blood to leak in pericardial space'. The right atrial (ra) lead and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.